Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Rf telemetry was not functioning on the implantable cardioverter defibrillator. The device was reset to resolve the issue. Patient was stable throughout event.